Event description:
It was reported that the right ventricular lead exhibited intermittent over sensing causing pacing inhibition. The pacer dependent patient had complained of feeling dizzy and lightheaded. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.